Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
A complaint was received from the tech call center for a "possible over infusion". There was no report of patient harm. Although multiple attempts made there are no other event details provided.